Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had chronic driveline infection with multiple revisions. The pump only was exchanged and the driveline exit site was changed to the left upper quadrant.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.